Manufacturer narrative:
(B)(4). Method: two of the complaint rt265 breathing circuits were returned to fisher & paykel healthcare in (B)(6) for evaluation. The returned circuits were visually inspected and pressure tested. Results: visual inspection revealed that the swivel was cracked along one of the swivel wye ports in both devices. The pressure test revealed that one circuit was outside of specification and one was within specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed with the new pre-mixed material having recently been implemented on the production line. All rt265 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the swivel was cracked on three rt265 infant dual-heated evaqua2 breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Two of the complaint rt265 breathing circuits are currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the swivel was cracked on three rt265 infant dual-heated evaqua2 breathing circuits. This was found prior to patient use.